Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an episode of ventricular tachycardia (vt) on the external monitor that correlated to the patient's symptoms but no episodes were shown on the implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.